Manufacturer narrative:
(B)(4). Based on this limited information, the hcw experienced symptoms of cough runny nose and eye irritation, and may have been relocated in the work environment due to these symptoms potentially caused by asp products. After further reassessment, a decision was made to file a FDA medwatch report out of an abundance of caution, and due to the fact that the hcw was handling cidex® opa. Asp will continue to follow-up for additional information. (B)(4) are related complaints from the same facility. This is two of three reports being submitted for a serious injury. Please reference manufacturer report numbers: 2084725-2016-00383, 2084725-2016-00384, and 2084725-2016-00385.

Event description:
A customer reported three (3) healthcare workers (hcw's) experienced symptoms of cough, dyspnea, runny nose and eye irritation while handling cidex opa solution, mainly on the day the solution was activated. The hcw's were provided new personal protective equipment after the event, and the work area was aerated. Hcw #2 symptoms included a cough, runny nose and eye irritation. The hcw did not receive medical attention or treatment. The hcw continues to work, but was relocated in the workplace; however it is unknown when the hcw was relocated, or if this was temporary or permanent. Advanced sterilization products (asp) has requested additional clinical information regarding this hcw, but no further information is known at this time.

Manufacturer narrative:
The hcw's symptoms resolved on its own after approximately seven days. Personal protective equipment (ppe) was worn by the hcw that included a mask, hat, goggles, vinyl gloves plus "internally velvet glove rubber", waterproof apron with long-sleeves, and rubber boots. This ppe is "for the disinfection room routines and are requested by the internal regulations of the establishment". Other chemicals in the room included alcohol. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, supplier evaluation, system risk analysis (sra) and retains analysis. A review of the batch history shows all the required process checks are complete and acceptable. There were no anomalies identified with the processing of this batch that would have affected the functional specifications of the product. Complaint trending was reviewed from 12/16/2015 to 06/13/2016 and trending was not exceeded. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The retain sample was not tested as the issue was not identified as a manufacturing or functional issue. The assignable cause of this issue could not be verified since there were other chemicals used in the room that could have contributed to the issue. No additional information was available after several attempts. If additional information becomes available, the complaint will be re-opened and evaluated. The issue will continue to be tracked and trended.